Manufacturer narrative:
A ge service representative performed an onsite investigation and adjusted the kilo-voltage peak settings. The unit was tested and found to be working as intended and put back into service. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported a physicist discrepancy, that the kilo-voltage peak measurements were borderline. No pt injury was reported.